Event description:
Account alleged bed with broken ground prong off the power cord. No injury to report. Replaced the power cord to resolve this loss of ground issue. This bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.